Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his treatment. He disconnected after his treatment without shutting down the machine. Later, when he opened the cassette door he found that the cassette had a break and was leaking fluid. The set was discarded. During f/u, her pd nurse reported that her effluent was clear. He did not have sign of infection. He was not prescribed any antibiotic. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.